Event description:
It was reported that during surgery the ps trial broke. All pieces accounted for, no piece left in patient. No delay or injury reported. A back up device was available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the trial has broken into two pieces. Both pieces were returned for evaluation. The device also has multiple burrs, deep gouges and scratches in the plastic. This device was manufactured in 2015. This device shows significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.